Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. The unit was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer received motor error and no delivery alarms on her insulin pump. The customer's blood glucose was 8.1 mmol/l. The no delivery alarm was resolved with a complete set change. The customer was able to rewind the insulin pump, but was advised to discontinue use and revert to a back-up plan. Nothing further was reported.